Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited jumpy shock impedances. The shock impedance has reached high out of range values. Technical services (ts) reviewed the reports and provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.